Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, an in-house contour next ez meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found. Section b5 of the initial report indicated that the meter involved in the event was contour next one meter. Additionally, the 510(k) number captured in section g5 was associated with the contour next one meter. The actual meter involved in the event occurrence was contour next ez meter. Sections b5 and g5 have been updated.

Event description:
The customer reported that she obtained high blood glucose readings on the contour next ez meter. No specific reading was provided. The customer stated that she took novolog insulin based on the high reading. The customer stated that she was hospitalized for 4 hours. The customer declined to provide further event details.

Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer reported that she obtained high blood glucose readings on the contour next one meter. No specific reading was provided. The customer stated that she took novolog insulin based on the high reading. The customer stated that she was hospitalized for 4 hours. The customer declined to provide further event details. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.